Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles and weight to the spec. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left-side capsular contracture, baker grade iii and implant "elevated in the pocket." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii and implant "elevated in the pocket." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side capsular contracture, baker grade iii and implant "elevated in the pocket." Device was explanted.